Event description:
It was reported that the rhythm of the intellivue patient monitor does not match that of a ge diagnostic 12 lead ECG. The device was in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
A philips field support engineer visited the customer site. The fse tested the tested the device on a simulator for one hour, during which it performed perfectly. The fse requested philips remote clinical support. A philips remote clinical support specialist (rcss) spoke to the nurse who stated that the intellivue patient monitor (ivpm) is having st depression in lead ii. On the ge diagnostic 12 lead ECG, is the correct/"normal" rhythm. The rhythm needs to be fixed. The rcss advised the registered nurse (rn) on the potential for morphologic discrepancies between to monitors and of different manufacturers (ECG filter settings, lead placement, different algorithms used). In addition, other potential causes may include patient position, damaged or defective cables leads and by implication, electrodes. The customer biomed was asked if any performance testing using a high-grade simulator was done, but it was not. The images (ECG strips) sent by customer indicated that lead ii is referenced from the mx450 strip while avr is referenced from the ge 12 lead ECG strip. A direct morphologic comparison cannot be made. It was also noted that the filter settings between the two devices is different. The ge monitor is set to .56-150hz while the philips mx450 is set to .50-40hz. Customer has agreed to monitor the issue for one week and assess. It was determined that the system is performing as expected, and no further issues have been reported. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.